Event description:
It was reported the patient experienced a shocking or jolting sensation. It was noted the patient felt an ¿amazing electric shock¿ from head to toes for a couple of minutes one day prior to report. It was further noted the sensation was felt when the patient laid down in bed. It was noted the patient turned one implantable neurostimulator (ins) down to zero, but not off. The patient turned the other ins off. It was further noted the patient ¿had off¿ one day prior to report. The patient had three leads in the epidural space of the thoracic area. It was noted both implantable neurostimulators (ins) ¿turned up on their own.¿ additional information received reported that the patient had reprogramming done. It was noted that after reprogramming the patient reported no further uncomfortable stimulation. See also MFR. Rep. # 3004209178-2013-10803.

Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v596730, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot # v596730, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).